Manufacturer narrative:
Alleged failure: "flickering *updated (qe conversation with sales rep dated 1/7/2021) signal loss on both monitors (wired & wireless). Black screen on wire monitor, blue screen on wireless monitor had to power cycle to get it back. Not a quick flicker." Probable root cause/s: product was not received in-house at stryker endoscopy. Feedback indicates that the synk 4k system was reportedly being used in conjunction with an sdc3 as the direct video source into the transmitter. As such, most likely root cause of flickering issue is use of an unvalidated video source with the synk4k system. The sdc3 is not validated as a compatible video source for use with the synk4k system and may result in video quality issues. The current workaround for this scenario is to bypass the sdc3 and either: 1) connect the camera ccu video feed directly to the transmitter input if using a 1688 system. Or if using a non-1688 camera system: 2) connect the video source feed into one of the supported hdmi convertor boxes listed in IFU p43596 pg. En-13 that will then feed directly to the transmitter. In both cases, the sdc3 should be removed as a direct link along the video chain from source to transmitter. Other potential sources of video flickering include: 1) video source instability: flickering can occur if video source settings (resolution, etc) changes due to user adjustment or interference from other sources while link is active. 2) wireless interference: presence of other wireless devices in close proximity can potentially interfere with the quality of transmitted video signal and connection stability between the receiver and transmitter. No more than 4 active synk 4k transmitters per floor is recommended. However, investigation into other potential sources of flickering cannot be completed without the physical device. The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was image loss during procedure.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss during procedure.